Event description:
It was reported that the ilet pump¿s screen became unresponsive and difficult to read after the user charged the pump and placed it in a pocket, with no visible cracks observed; the issue pertained to the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was unaffected. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.